Event description:
It was reported while using bd insyte¿ autoguard¿ IV catheter the needle did not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: incomplete recovery of venous indwelling needle, risk of needle stick.

Manufacturer narrative:
H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-jun-2023 . H6: investigation summary bd received a used 20 gauge insyte autoguard needle assembly from lot 2235565 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle was partially retracted into the needle grip. Next, the unit was microscopically inspected for any possible obstructions or damage but no issues were found. Finally, the unit was dissected and the internal components were inspected. It was determined that the spring was too small and prevented a complete retraction. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect caused by a small spring.

Event description:
It was reported while using bd insyte¿ autoguard¿ IV catheter the needle did not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: incomplete recovery of venous indwelling needle, risk of needle stick.